Event description:
A report was received from the affiliate indicating that a healthcare worker suffered a burn while removing items from the sterrad 50 sterilizer. Per the report, the cycle had completed, after which the pt removed the packages from the sterilizer and placed them on her arm, she then placed them above the shelves and after that she noticed her arm was burned. The employee went to the doctor and per the report she was given five days off. To date, no additional info is available for this event.